Manufacturer narrative:
(B)(4). Article citation: faber, hanna, et al. ¿xen45 gelstent implantation in the treatment of glaucoma secondary to fuchs uveitis syndrome.¿ ocular immunology and inflammation, 2021, pp. 1¿8. Crossref, doi:10.1080/09273948.2021.1934035. Mean age was 50.7. Implant date: january 2015 - june 2020. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The events of glaucoma progression, gel stent blockage, and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of glaucoma progression and gel stent blockage are a known potential adverse event addressed in the product labeling.

Event description:
The article "xen45 gelstent implantation in the treatment of glaucoma secondary to fuchs uveitis syndrome" noted the serious adverse events of 2 patients had early post op intraocular pressure (iop) increase due to gel stent blockage. One of these gel stents required repositioning. A third patient who had previously had silicon oil implantation due to retinal detachment prior to the xen implant ultimately had their xen stent obstructed by the silicon oil. After open bleb revision surgery with rinsing of the stent, the implant was well-functioning for at least 18 months. 7 patients ultimately needed an open bleb revision procedure, and the following additional glaucoma procedures were noted: one patient ultimately needed a second xen after a year, and 2 other patients needed a trabeculectomy due to uncontrolled iop at 4 months and 2.5 years.